Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump had a blank display. The blood glucose reading was 437 mg/dl. The customer treated with manual injection. The customer was advised to disconnect from the insulin pump. The insulin pump had not been dropped, bumped or exposed to moisture and showed no signs of damage. The battery cap contacts were not missing or damaged and the battery compartment and spring were not damaged or corroded. The customer was advised to insert a new battery and the display did not return. The customer was advised to clean the battery cap and insert a new battery and the display did not return. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.

Manufacturer narrative:
The insulin pump was received with high idle current due to faulty component on the mother board. No blank display anomalies noted. The insulin pump has minor scratches on the lcd window.